Event description:
The pin was originally drilled into the glenoid no problems, but the positioning of the pin was not where the surgeon wanted it. It was taken out and the surgeon tried to redrill the pin in. The pin was straight when taken out the first time. When redrilling, it sounded like it was being caught on the drill guide but this cannot be confirm, it's just an observation. During this second drilling phase, the pin broke off in the pt and was left into the pt.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.